Event description:
Event description guidant received information that during the implant procedure, just after the pacemaker pocket was closed, this device exhibited intermittent inhibition of pacing, followed by complete inhibition of pacing. The device was able to be interrogated briefly, but then would crash, and no further communication with the device was possible. Further attempts to interrogate the device with different programmers and different programmer wands were unsuccessful. A black screen was displayed on the programmer and an unknown fault code was displayed. The pacemaker pocket was reopened and the lead-to-header connections were verified to be in the correct position. The real-time electrogram displayed brief episodes of oversensing. The device was explanted and replaced and returned for analysis.